Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involved the secondary set, secure lock, 34 inch. It was reported that visible contamination was identified in the IV tubing as small black dots on the internal walls of the drip chamber. The customer facility reviewed the stock and identified three secondary sets that exhibited a small black mark on the internal walls of the drip chamber.